Event description:
During the colonscopy procedure, the physician was in the process of deploying the resolution clip to treat the post polypectomy bleed in the sigmoid colon. The clip fell off. Upon exposing the clip out of the sheath the clip detached. The physician never had a chance to open or close the clip. The physician used a snare to cauterize and completed the case. The patient's condition is reported to be "ok".

Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the cause of the event is undetermined.